Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced trouble pairing a freestyle libre 3 plus continuous glucose monitor (cgm) sensor with the ilet system despite an initial scan, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components; after guidance to rescan, the sensor entered warmup and pairing proceeded. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices consistent with intermittent communication failure associated with antenna functionality and the electrical/magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.